Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
On (B)(6) 2019 at 14:30, rn assessed PICC line and noted leaking from PICC hub due to cracking. Rn initiated changeout procedure with introducer insertion to right saphenous at ankle (no needle in introducer) and attempted to gently pull the PICC line out. During procedure, the line broke; a tourniquet was immediately applied at the knee. Surgeon notified immediately. X-ray done which noted catheter tip remained in stable position. The retained PICC line catheter fragment was retrieved on (B)(6) 2019 with snare catheter from rij in the cath lab. No complications from removal procedure.